Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 120 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Missing end cap sticker and a scratched display window was also noted.